Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent revision procedure on (B)(6) 2012 allegedly due to postoperative pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent revision procedure on (B)(6) 2012 allegedly due to postoperative pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel alleges patient underwent a revision procedure due to patient allegations of pain, dysfunction, loss of range of motion and elevated metal ion levels.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-02260 / 02262).